Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump buttons were non responsive. The customer¿s blood glucose level was unknown. Customer stated insulin pump had motor error within last month and rewind louder. Customer also stated that occasionally the insulin will squirt from the cannula during set change and battery cap was more difficult to remove. The insulin pump will not be returned for analysis.